Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the needle mechanism did not find any damage. The download data did not show any timeouts or drive stalls during the run. For this complaint no evidence of malfunctioning needle mechanism could be found.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.